Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. Additional information requested: can you please confirm the device lot number you provided as lot #m91mir does not correlate to a device in aqr. The lot number you provided, lot# m5342l, correlates to an ecr45d reload and not a ecr60d reload. Please confirm the correct reload code was used with the device. Additional information received: concerning the cartridge, it does be an ecr60d. As recently there is another report saying that the ecr60d is an ecr45d actually, I¿m so concerned that whether the ecr45d is packaged in an ecr60d package? The analysis found that one ec60a device was returned in good visual condition and with one ecr45d cartridge not loaded in the device. The reload was noted to be unfired. It should be noted that a 60mm device is designed to work only with 60mm cartridges, for further loading instructions please refer to the echelon flex 60mm IFU. The device was tested for functionality in the articulated position with an ecr60d reload and it achieved a complete fire sequence without any difficulties noted. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as the cartridge was returned not sterile for analysis.

Event description:
It was reported that during an unknown procedure, could not fire the device on its first firing. The firing trigger could not be compressed down with a gold reload. For the sake of safety, another like product was used to complete the procedure. There was no adverse consequence for the patient reported.